Event description:
It was reported that the patient experienced discomfort while biking and incontinence when the patient coughs, more leakage is observed when more fluids are drank with an artificial urinary sphincter (aus). The aus still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.